Event description:
It was reported the pt had been experiencing pain and discomfort at the ipg pocket site. The pt feels the device is superficial and sensitive. The pt would like to revise the pocket site. The pt is working with his physician to determine a resolution.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.